Event description:
Complainant alleged that during a routine shift check by a clinician the device reported a "status 41" message while turning key switch. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that the device would not be returned to zoll medical corp for eval.